Event description:
Additional information received indicated patient underwent surgical intervention where the ipg was replaced and reportedly therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient lost therapy due to ipg being inoperable. In turn, surgical intervention is pending to address the issue.

Manufacturer narrative:
Date of event is estimated.